Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient indicated their battery is not working to relieve their parkinson's disease symptoms. It was stated that the medication they are taking is no longer helping as well, and that the patient cannot speak well. Additional information received from the consumer on date notified reiterated that they don't think the stimulator is working, and that they do not have a patient programmer (pp). The patient's indication for implant is parkinson's dual and movement disorders.

Event description:
Follow-up information was received from the patient, reporting that their battery does not and has never worked. The patient also reported that they get worse every day. The patient reported that they have an appointment scheduled with their healthcare provider.